Event description:
It was reported that the user experienced very high blood glucose of 413 mg/dl after a supply change when the cartridge and tubing were not fully primed; the user observed a large air bubble beneath the cartridge¿s silver lining and air around the plunger, and the agent guided removal of the air, verification of drops at the tubing, reconnection. Customer care provided support that included remote troubleshooting and user education on cartridge inspection for air, priming to visual drops, and reconnection steps. Investigation of this case revealed the presence of air in the cartridge and incomplete priming, consistent with delivery interruption leading to hyperglycemia; no device alarms were reported. Symptoms included polyuria, nausea and polydipsia associated with hyperglycemia. Outcomes included recovery of glucose into the target range without medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.